Event description:
It was reported the patient presented in clinic after receiving inappropriate antitachycardia pacing and shock therapies due to atrial fibrillation with a rapid ventricular response. The patients medication will be changed to address the issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.